Event description:
Pump was reported to have declared alarm 30 during the loading process. There was no adverse impact to the customer's blood glucose level. Despite attempts to load a new cartridge, the cartridge alarm recurred, and the pump could not be used. As a corrective action, technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and to return the problematic pump with a pre-paid label within 10 days.